Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation fse confirmed the erbe generator issue when connected to the bipolar energy instrument. The fse replaced the generator to correct the reported issue. After replacement, the system was tested and verified as ready for use. Isi has received the erbe generator for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A log review confirmed the occurrence of a procedure date (B)(6) 2022 on system (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer used a different generator after the start of the procedure due an issue connecting the bipolar instrument into the generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the force bipolar instrument was not getting any energy delivered to the instrument tips when the surgeon called for energy with coag setting on 4. Prior to calling, the caller reseated the instrument, reseated the drape, and replaced the instrument energy cable with no change. The technical support engineer (tse) found no related errors in logs. The tse recommended power cycling the erbe generator for further troubleshooting; however, user opted to not perform at the time. The surgeon used the vessel sealer extend (vse) with the e-100 to continue the surgical task. Intuitive surgical, inc. (Isi) followed up with the clinical sales associate (csa) and obtained the following additional information regarding the reported event: the procedure was completed without any injury or harm to the patient. There was a 5 minute delay due to the issue. The case was completed using monopolar energy instruments instead of the bipolar energy instrument.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the generator involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported failure. The unit energized and cauterized and all ports recognized instruments. As a safety precaution the unit will be returned to OEM for further investigation.

Event description:
Refer to h10/h11 for follow-up information.